Event description:
It was reported that during a stent placement procedure, the stent allegedly jumped during release. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use describes holding and handling of the system throughout deployment, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment.', 'gently hold the stability sheath and maintain it straight and under tension throughout the procedure (figure 6). Do not hold or touch the dark moving sheath during stent release'. Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Regarding accessories the instructions for use state under required materials: '8f introducer for stent diameters of 10 mm and 12 mm', and ' 0.035-inch (0.89mm) diameter guidewire'. D4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly jumped during release. There was no reported patient injury.